Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: did the needle separated from the suture thread? Or did the suture break? The needle separated from the suture thread. How was case completed? We had to get another suture. Any patient consequences? If yes, what medical/surgical intervention was provided? Is the device available and be returned for evaluation? If yes, please provide name, mailing address and telephone number where the shipper kit can be mailed to help return the product. No. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure in 2019 and a suture was used. During surgery it broke off the needle. There were no adverse patient consequences reported. No additional information was provided.